Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen malfunctioned. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse performed a restart in an attempt to resolve the issue, but it was unsuccessful. The fse then replaced the touchscreen and confirmed the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.